Event description:
It was reported that the upon pulse generator interrogation a -data not read- message was observed. In 2009, battery data was 2.64 v, 8 ua, and 18.6 k with an estimated remaining longevity of 0.25 to 0.5 years. Because the patient was dependent, and battery data could not be assessed, the pulse generator was replaced.

Manufacturer narrative:
Na